Event description:
The device was returned to the manufacturer stating the unit had returned to factory settings (power on reset). The representative reported that device interrogation at follow-up showed intermittent on/off; stimulation therapy was detected by the patient for a few minutes, but then eased again. The patient reported they had experienced a fall onto their back. The product was replaced with no patient complication reported. The unit was retrieved after approximately five years implant.

Manufacturer narrative:
Final device analysis results reveal both b+ battery bond wires are broken. Laboratory functional test determined that por occurred when pressing onto the ins case. Results of destructive analysis show the epoxy bond is broken between the hybrid circuit and both battery terminals. Product service life was approximately 5 years; unit placed in 2002. Investigation summary shows that product evaluation found the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.